Event description:
It was reported that the vns pt is experiencing an increase in seizures and the neurologists believes the vns generator is approaching end of service. The physician reported that he was able to perform system and normal mode diagnostics that were normal. A battery life calculation was performed that estimated approximately 0.13 years until end of service. Attempts for further information have been unsuccessful to date.